Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that femoral component could not be removed from the femoral impactor during medical procedure.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. No gross damages were observed. The subject device was fully functional in the condition which it was returned for stryker. Both threaded mechanisms functioned smoothly through their full range of motion. The device was able to capture and retain a sample femoral component. The root cause of the event could not be determined because the event could not be replicated. Inspection of the returned device found the impactor handle to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that femoral component could not be removed from the femoral impactor during medical procedure.